Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-07528. It was reported that when an asymptomatic patient presented via remote transmission, non-sustained ventricular fibrillation (nsvf) episode was noted. The device exhibited two noise reversion episodes due to electromagnetic interference(emi). The nsvf episodes was found to be due to noise being oversensed on the right ventricular (rv) lead. When the patient presented in clinic for lead testing, pacing impedance was noted to be lower than the limit. The patient had received inappropriate antitachycardia pacing therapy (atp) due to lead noise. Programming changes were made, and lead revision was discussed. Couple of days later,noise was again noted on rv lead. The lead and device were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator when received. Analysis was normal. No anomalies were found.